Manufacturer narrative:
Evaluation summary: the device was received for evaluation packaged loosely within its shelf carton and open pouch. No ancillary devices, cine images or procedural notes were returned for evaluation. Multiple kinks were observed on the catheter shaft. The kinks were not reported as part of the alleged event and may have been introduced due to the manner in which it was sent to the investigation lab post use in the procedure. Kinks seen in these devices have not been known to be the cause of the type of event reported. The kinks are approximately 29.7mm and 59.4mm proximal from the distal tip. The coil was examined: no deformities or cosmetic damage were noted on the coil and distal tip. The catheter cable connector was examined: pins were all straight. The catheter passed continuity and resistance functional testing. The catheter passed functional testing on an rfg2 generator. The proper device was recognized by the rfg2 generator when plugged in, the expected low temperature advisory was displayed when activated. When the temperature rose to 120c, the device completed the cycle without any advisory message being seen.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a closurefast device using an rfg2 generator to treat the great saphenous vein. The lumen was flushed prior to use. The IFU was followed. A guidewire was not used for the insertion of the catheter. No alleged product issue was reported. Patient's gsv was perforated by closurefast catheter near the entry site, just beyond the access sheath. The physician decided to abort the procedure and bring the patient back for further treatment at a later date. Tumescent infiltration was not used. Local anesthesia and wrapped leg compression was used. No segments were treated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.